Manufacturer narrative:
The customer didn't return the centrifuge and rotor for repair. The beckman coulter customer technical support supplied a replacement rotor kit to the customer to resolve the issue. (B)(4).

Event description:
The customer reported a rt12 rotor for a ssmp centrifuge unit broke apart during centrifugation. The safety shield was in use at the time of the event. Customer reported hearing a crashing noise and found the rt12 rotor fractured and blood was spilled within the centrifuge. There is no report of injury to the operator, exposure, and medical attention due to this event.